Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional tests were performed. Visual inspection revealed the broken door. The cause of the condition was undetermined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken door. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.